Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (125.0 mcg/ml at 79.98 mcg/day) and bupivacaine (7.4 mg/ml at 4.7349 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient had urinary difficulties, nausea, vomiting, and felt "drugged" on (B)(6). Per the healthcare provider (hcp), nausea and vomiting may be secondary to disease. It was also noted the patient had urinary difficulties and was "high and woozy" on (B)(6). The patient presented to the clinic on (B)(6) with dizziness and urinary retention. The patient's pump had the it rate decreased the same day. It was also noted the patient was taking urecholine for urinary retention which was given prophylactically prior to the implant. It was indicated the event was related to the device or therapy and related to the drug hydromorphone and bupivacaine with therapy initiation being the cause. The issue resolved without sequelae on (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was 238 lbs. It was noted the cause of the issue was the initiation of hydromorphone and bupivacaine. It was noted there was no device issue.